Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a navistar thermocool catheter. It remained in a deflected/curved position when the knob was in an undeflectable position. It is unknown if there was a patient consequence due to the issue experienced. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This issue has been conservatively assessed as a reportable malfunction.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial flutter (afl) procedure with a navistar thermocool catheter. It remained in a deflected/curved position when the knob was in an undeflectable position. The returned device was visually inspected and the tip was found a slightly bent. Then per the event, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Failure analysis lab received the device for evaluation on 1/15/2018. Originally the lot number was unknown. However, during the analysis, the lot number of 17706756m was retrieved. Therefore, the manufactured date and expiration date have been provided. Lot, expiration date and device manufacture date have been populated. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).